Manufacturer narrative:
Other text: h6 evaluation codes: updated device evaluation: the hospital has reported that they have discarded the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
G5 510k is blank, this item number is not sold in the us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during the pre-use testing, prior to a surgery, an air leakage in the balloon was revealed. No patient involvement was reported.